Manufacturer narrative:
The manufacturer previously reported a ventilator's external flow sensor and flow sensor cable were replaced to address a flow sensor failure. The flow sensor cable only was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, a failure of the flow sensor was observed. The device's external flow sensor and flow sensor cable were replaced to address the issue.